Event description:
It is reported that the pt underwent a revision surgery due to infection. The stem and shell which were implanted on (B)(6) 2010 were removed along with the head and liner which were implanted on (B)(6) 2010. A 12cm extended trochanteric osteotomy was made upon removal of the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.